Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that coating issue occurred. A v-18 control wire guidewire was selected for use. During the procedure, the black coating on the sheath came off the wire while inside the patient and was not able to be retrieved. There were no patient complications as a result of this event.